Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call on (B)(6) 2018 that they were having issues with the auto mode feature on the insulin pump. Blood glucose level at the time of the incident was 423 mg/dl and treated with insulin pump bolus. Troubleshooting resolved the problem. Product will not return for analysis.